Manufacturer narrative:
E: phone number ext: (B)(6). H3: the device was received for evaluation. Service history review identified there was a previous repair, on (B)(6) 2024 for cassette not attached properly. A review of the event history log found record of a cassette not attached properly alarm. Visual and functional tests were performed, which could not replicate the reported problem. The most likely cause of the report error is the downstream occlusion (dso) sensor or dso sensor pin gets stuck. Replaced dso sensor and lube dso sensor pins to resolve the reported error.

Event description:
It was reported that the device had a remove and reattach cassette error. There was unknown patient involvement/patient harm reported.